Manufacturer narrative:
Due to character restrictions: (B)(6). Updated field: b4, d8, d9, g1(contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. The dealer has a maintenance agreement with the customer. The dealer repairs it on his own. No subsequent information on work orders and replacement parts can be provided. In future if we receive any repair information will reopen and update the investigation.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cs300 intra-aortic balloon pump (iabp) had an electrical fault code number 50. There was no patient involvement.